Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. An event of migration or expulsion of device (device embolization) and patient device interaction problem (residual shunt) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was not performed as the lot number/serial number was not provided. Based on the information received, the cause of the reported device embolization and residual shunt could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. Sizing of the device was determined through transesophageal echocardiogram (tee). The landing zone was measured under the following degree views: 15mm at 45 degrees, 16mm at 90 degrees, 17mm at 135 degrees. Tee and angiography were used during the procedure. The patient's left atrial pressure was 12mmhg. A tension test was performed. The device had a tire-shaped compression measured at 4mm. The device was implanted. On (B)(6) 2024, during a follow-up transesophageal echocardiogram (tee) it was discovered that the device embolized into the aortic arch. The patient did not present with any clinical signs or symptoms. On (B)(6) 2024 the device was snared via alligator forceps. The patient status was stable.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. Sizing of the device was determined through transesophageal echocardiogram (tee). The landing zone was measured under the following degree views: 15mm at 45 degrees, 16mm at 90 degrees, 17mm at 135 degrees. Tee and angiography were used during the procedure. The patient's left atrial pressure was 12mmhg. A tension test was performed. The device had a tire-shaped compression measured at 4mm. The device was implanted. On (B)(6) 2024, during a follow-up transesophageal echocardiogram (tee) it was discovered that the device embolized into the aortic arch. The patient did not present with any clinical signs or symptoms. On (B)(6) 2024 the device was snared via alligator forceps. The patient status was stable.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.